Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4568-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered an alert for bipolar and unipolar low impedance. In addition, the lead was undersensing the p waved. It was further reported that the right ventricular (rv) lead triggered an alert for high bipolar thresholds. The leads remain in use. No patient complications have been reported as a result of this event.